Event description:
Per the clinic, the patient developed flocculation of the ventricles and had been operated on. The patient experienced repeated instances of spreading infection since the operation and the patient was diagnosed with meningitis post operatively. The patient elected to be explanted (date not reported) and has no plans for reimplantation at the time of this report 2009.